Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the objective lens. In addition, our technician confirmed that the suction channel buckled, the angle wire play, the nozzle gluing missing, the insertion flexible tube leak, the objective lens scratched, the distal body worn out, the down pulley wire worn out, and the ccd module with drive pcb pixels; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
Hold fr kh 12/21 the time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage.